Event description:
Spectranetics laser catheter was used to treat in-stent re-narrowing of left sfa viabahn covered stents placed (B)(6) 2011. Instead of treating the in-stent subacute clot, the catheters pushed (dottered) the material into the popliteal and tibial vessels. Fortunately we had a filter in the popliteal artery that captured some of the debris but emboli overwhelmed the filter as well. The laser did not treat (vaporize) any of the tissue but instead bull-dozed it (dotter) into the distal vessels. The distal embolization required additional treatments (balloon, aspiration, tpa, and stents) to ultimately attain reperfusion of the lower extremity. Also device spectranetics turbo elite laser ablation catheter ref (B)(4), lot f12g20b also did not ablate tissue but rather dottered/bulldozed the plaque to the tibials.